Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of difficulty advancing the guide wire through the needle could not be confirmed through visual examination of the returned sample. There are two kinks in the returned guide wire. However, the introducer needle was not returned. A device history record review was performed and did not reveal any manufacturing related issues. The provided instructions cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of the needle while in a vessel to minimize spring guide wire damage. The probable cause could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4) the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that upon insertion the guide wire could not be advanced in through the introducer needle during the cvc procedure. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.